Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported glucose value of 309 mg/dl and requested assistance with a supply change, with the cause unclear. Troubleshooting and education provided by support, including guidance that the system may require two to four weeks to adapt. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion site leak, as the user did not verify the prior site. Symptoms included heavy breathing. Outcomes included no emergency treatment, no hospitalization, and no device alerts or alarms. It was concluded that the event was user-reported hyperglycemia with cause unclear, with normal device operation not excluded and no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.